Manufacturer narrative:
Additional information was received on 7/4/2016. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses to repair an aortic arch aneurysm. The patient required total debranching, and therefore bypass surgeries were performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries. The devices were accessed from a conduit sewn onto the bypass graft, and advanced antegradely from the ascending aorta to the intended position. The devices were deployed with no reported issues, intentionally covering the three arteries. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2011, the patient went into shock. Images showed that the patient developed an antegrade ascending aortic dissection, proximal to the devices. It was reported that the dissection started from the anastomosis of the bypass graft sewn on the ascending aorta for the total debranching. On the same day the patient emergently underwent ascending aorta replacement surgery with a surgical graft to repair the dissection. The patient tolerated the surgery; however post-operatively the patient developed widespread cerebral infarction. On (B)(6) 2011, the patient expired due to the cerebral infarction. No autopsy was reportedly performed.

Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available.

Event description:
In a review of published literature, the following findings were noted. Takeshi saito et al., "early and midterm results of gore tag stent-graft in our institute." Journal of artificial organs, vol. 42. No.2. Page s-66 (2013.09). The average age of the patients was 74 years, and the majority of the patients were male. On an unknown date, the patient underwent an endovascular repair using gore® tag® thoracic endoprosthesis to repair a thoracic aortic aneurysm. On an unknown date after the procedure, the patient expired due to ascending thoracic aorta dissection. As the date of implant and event are unknown, the event date will be (B)(6) 2013 which is a possible earliest date of the literature published.